Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 200 mg/dl. Customer stated that she kept receiving a battery out limit alarm. Customer was unable to clear the alarm. Customer stated that none of the keys on the pump were responsive. Customer cannot scroll and the act button does nothing. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. We were unable to verify battery out limit due to button or keypad anomaly. The insulin pump was received with cracked case at display window corners, reservoir tube lip, minor scratched display window and missing end cap sticker.